Event description:
It was reported that a user experienced a hypoglycemic event while driving, with a documented blood glucose of 42 mg/dl, pulled over, treated with oral carbohydrate (apple juice), waited for recovery, and later recorded a blood glucose of 138 mg/dl; report review did not reveal an obvious cause, and the user had paused insulin therapy, which was discussed as unnecessary, with troubleshooting and education completed. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment and activity interruption. Investigation included review of available device use information and user report, along with counseling on appropriate device operation and hypoglycemia management. Investigation of this case revealed no device malfunction or component failure and no identifiable precipitating factor for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.